Manufacturer narrative:
The correct date received by manufacturer date is 04/12/2017. The system was examined and the reported event was replicated. The pneumatic module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pneumatics module. However, without a sample, component level root cause cannot be determined at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that the system was not cutting during a procedure. Additional information has been requested.